Event description:
Reporter indicated that pt passed away due to aspiration. The pt reportedly aspirated in their sleep and was found dead in the morning. The pt was last seen by the physician in 05/02 and was receiving vns therapy at the time of death. No autopsy was performed and the ncp system was not explanted. The pt reportedly had a >50% reduction in seizures with the ncp system.